Event description:
This is report 1 of 2. This is a report of peritonitis patient coincident with dianeal and extraneal therapies for peritoneal dialysis (pd). On an unreported date, treatments with dianeal and extraneal were withdrawn. The patient experienced peritonitis and was hospitalized that same day. The cause of the peritonitis event was a perforation of the bowel. The cause of the perforation of the bowel was unknown. On unknown date, the patient began hemodialysis. Treatment was not reported. The patient had not yet recovered from this peritonitis event and remained hospitalized.

Manufacturer narrative:
(B)(4). Should additional information become available, a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
(B)(4). It was further reported that the patient expired. The patient's peritonitis was due to a long medical history of chronic diarrhea and perforated bowel. On an unknown date the patient went into surgery due to a severe case of peritonitis and pd effluent cultures were positive for 5 different types of bacteria from the bowel. During the surgical procedure, the physician performed a colostomy and discovered the patient had a perforated bowel secondary to chronic diarrhea. The peritonitis event did not resolve prior to the patient's death. The cause of death was peritonitis and bowel perforation. It is unknown if an autopsy was performed. Device evaluation - a batch review was conducted for the potentially associated lot number h13a14087 and h13a29127. No exceptions were observed that were related to the reported condition. If additional relevant information becomes available, a follow up report will be submitted.